Manufacturer narrative:
While the customer reported that the test did flow and the control line did appear (not technically invalid according to the package insert (B)(4)), they stated they performed the incorrect procedure. They added the extraction reagent to the device, added the swab to the device rotated, and removed the swab from the device, and then collected the patient sample using the same swab. This sample type is considered off-label, and the case was created to document the potential impact to the patients. Customer was provided instruction/training for the correct procedure as well as the safety data sheets for the kit.

Event description:
The customer reported seventeen (17) invalid results with the binaxnow covid-19 ag test due to incorrectly performing the test procedure, resulting in nasal exposure of the test extraction reagent. On (B)(6) 2020, the customer performed seventeen (17) binaxnow covid-19 ag tests. The customer added six (6) drops of extraction reagent to the top hole, inserted the knitted nasal swab, and rotated it three (3) times clockwise. Then, the customer took the swab from the card and inserted it into the patients' nostril and rotated it five (5) times clockwise. Afterwards, the customer placed the swab back into the card, closed it and waited fifteen (15) minutes. The blue control line changed from blue to pink. The customer confirmed there was no death or serious injury based on binaxnow covid-19 ag results. There was no patient treatment impact or delay based on the binaxnow covid-19 ag result. The seventeen (17) patients were students at the customer's school. Due to the reagent ingredients and the unknown clinical impacts of this user error this shall be considered reportable as a precautionary measure.